Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) for phone assistance regarding a non-intuitive motion occurring on universal surgical manipulator (usm) 1. The tse reviewed the logs and found no related errors for usm 1, but the tse did note a system prompt for error 31038 on usm 3. The tse advised the customer to check the sterile adapter on usm 3. Based on the information at this time, it is unknown if this solved the non-intuitive motion issue. The procedure was completing as planned with no reported injury. Isi followed up and obtained the following additional information: the reported event occurred with the surgeon's head inside the surgeon side console high resolution stereo viewer, and while attempting to manipulate the instrument. The failure was not related to an inability to move the instrument at all. The timing of the instrument movement was not appropriate. The reported event was intermittent. When the reported event occurred, tissue was not being grasped.

Manufacturer narrative:
The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for troubleshooting assistance. The tse advised the customer to reinstall the sterile adapter on universal surgical manipulators (usms) 1 and 3. No site visit was conducted.